Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis on (B)(6) 2025. No additional information was provided during the intake process. Follow-up with the patients¿ pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = >1000 u/l) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin 2000 mg every 3 days, and ceftazidime 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned negative for growth on (B)(6) 2025, and the patient¿s vancomycin and ceftazidime were continued. The patient is recovering from the serious adverse events and was discharged home on (B)(6) 2025 in stable condition. The patient continued to undergo ccpd therapy while hospitalized and resumed utilizing the same liberty select cycler at home without reported issue. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain, which required hospitalization and antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, in approximately 20% of all peritonitis cases, no organism is identified. Instead, physiological factors (i.e., elevated cell count, abdominal pain) are used to identify the infection. Per the pdrn, serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product failed to meet the users¿ expectations or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis on (B)(6) 2025. No additional information was provided during the intake process. Follow-up with the patients¿ pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = >1000 u/l) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin 2000 mg every 3 days, and ceftazidime 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned negative for growth on (B)(6) 2025, and the patient¿s vancomycin and ceftazidime were continued. The patient is recovering from the serious adverse events and was discharged home on (B)(6) 2025 in stable condition. The patient continued to undergo ccpd therapy while hospitalized, and resumed utilizing the same liberty select cycler at home without reported issue. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.